Event description:
It was reported that the ilet screen was cracked, after which the device could not be unlocked, and a replacement ilet was arranged with guidance to revert to backup therapy. Symptoms included hyperglycemia with a reported peak blood glucose of 218 mg/dl lasting about one hour, without ketone testing, medical intervention, or acute complications. Outcomes included temporary disruption of device use and the need for replacement, while the patient remained stable without hospitalization. Investigation included troubleshooting and user education, confirmation of replacement logistics, and instruction on device shutdown and data sync prior to return. Investigation of this case revealed a hardware failure of the display/interface consistent with physical damage leading to loss of device operability, necessitating device replacement. It was concluded, based on previously established findings for similar reports, that the cause was device damage unrelated to a manufacturing or design defect.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.